Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had passed away. Upon device interrogation, it was observed the implantable cardioverter defibrillator was under sensing ventricular signal. The cause of death appeared to be ventricular fibrillation but it was unknown the device's role in the event. The patient was deceased.